Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while giving an injection using a bd safetyglide¿ needle, the fluid leaked and ran down the patient¿s arm. Upon closer inspection a hole was seen in the hub. The injection was a flu vaccine and there was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: one used safetyglide needle was received and evaluated. The needle hub was found what appeared to be two small cracks along the mold seams of the hub wall on the opposite sides of the hub. No manufacturing defects could be readily observed in the sample. It is not clear whether the tiny cracks along the seam of the hub were a result of a manufacturing defect or appeared as a result of product manipulation. Device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: root cause and CAPA not required as no defects were confirmed.

Event description:
It was reported that while giving an injection using a bd safetyglide¿ needle, the fluid leaked and ran down the patient¿s arm. Upon closer inspection a hole was seen in the hub. The injection was a flu vaccine and there was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR review for batch 7054975 (p/n 305901): manufacturing date: 03/08/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7054975 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Investigation conclusion: root cause and CAPA not required as no defects were confirmed.